Event description:
It was reported that the pulse generator was in backup vvi operation. It was clinically resolved by reprogramming the device. The device was still in the box while being interrogated.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents as enhancement to the reporting criteria going forward. Eval description: final analysis found that the device exhibited backup vvi mode due to power on reset. After a product code download, normal function resumed.